Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to acetabular loosening. During the procedure there was trouble disassociating the head from the stem, however, there was no delay as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿